Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, d10, g4, g7, h2, h3, h4, h6, and h10. Upon evaluation of the returned device, the complaint was confirmed. The insertion section was buckled approximately 10 mm from the distal end. Additionally, the needle was stuck in the sheath creating a hole. The needle tip protruded from this hold at the buckling point. Review of device history records (DHR) provided no indication that manufacturing process contributed to the reported failure. Although a definitive root cause could not be determined, based on evaluation , it is clear the distal tip of the needle came to pierce the outer sheath. This could occur if the device was bent during removal from the tray or if it became ensnared on the metallic hypotube at the distal end. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the user tried to pull out the needle from the sheath and observed that the needle came out breaking through the front of the sheath 3-4 mm before the tip, not from the tip of the sheath. The user suspected that the tip of the sheath was bent from the beginning. The intended procedure was completed by using another same device model. There was no patient harm or impact reported due to the event. No user harm or injury was reported.